Event description:
Related manufacturer reference number: 2017865-2025-28083. Related manufacturer reference number: 2017865-2025-28085. It was reported that the patient has deceased. The patient experienced a sudden shock in the chest and low blood pressure. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.